Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid lobectomy - left procedure, emg tube checked by inflating and deflating prior to intubating patient. There was no noticeable damage on the valve. First nim tube would not inflate. The valve of the tube was incompetent and found during intubation. Replacement tube was used. Second nim tube electrode check was completed and red and blue electrodes did not pass. Field contact suggested that nim tube may be inserted too deep. Healthcare professional adjusted tube and new electrode check displayed ¿all green¿. False positives continued to occur after this and false positive resolved when emg tube repositioned and pulled out a few millimeters. Electrosurgical equipment in use during the procedure. Electrosurgical equipment was not used simultaneously while stimulus was being delivered for monitoring. Electrodes checked for integrity after insertion. No damage noticed. The procedure was extended by 15 minutes. The procedure was completed with backup product. There was no patient impact. Sw present was 1.6.4.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.